Event description:
A third party service agent, contacted physio-control to report that a customer¿s device displayed a white screen after shocking into a tester. Thereafter, the white display continued with the device beeping. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent, contacted physio-control to report that a customer¿s device displayed a white screen after shocking into a tester. Thereafter, the white display continued with the device beeping. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.